Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could be confirmed, since the drill is broken as described in the event description. The device inspection revealed the following: the broken drill bit including the fragment was returned for evaluation. The breakage occurred at the crossover from the cutting flutes to the shaft. The shaft and the coupling adapter are in a good condition with no visible damages. The inspection of the cutting edges has shown that they are strongly damaged in the middle of the returned fragment. That the damage is only in the middle of the fragment is a clear indication that the damage was not caused during the removal of the fragment and that there was an excessive contact with the nail in this area during drilling. The tip at the forefront is strongly rounded and there is a burr at the front cutting edge visible. These damages indicate that there was already a strong contact with the nail when the drill bit did enter the hole. The observed damage at the middle of the cutting flutes can also be confirmed on the received x-ray, where it is visible how close to the nail the device was when it broke. On the x-ray it is also visible that the drill bit had reached the far cortex when it broke. A microscopic inspection of the fracture face was made but the type of the breakage could not be defined as the fracture is strongly deformed, most likely due to a strong contact with the fragment after the breakage. It can only be confirmed that the fracture is homogeneous, which indicates material conformity. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. The drill bits with lot ku157925 was manufactured and finally released under sterile lot k0fde24 in february 2023 with a lot size of 94 pieces, all devices are distributed and we are not aware of any other complaint for any of these lot numbers. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was by an excessive metallic contact with the nail during use. The drill bit not correctly aligned with the nail hole at the beginning, due to that was the lateral load already very high after the drill bit passed the hole and was then even higher when the drill bit reached the harder far cortex. Which had the effect that the drill bit was pushed hard against the nail and did finally lead to a mechanical overload. It is possible that the in the event description mentioned manual support on the sleeve did play a role in this case as this could lead to misalignment. If more information is provided, the case will be reassessed.

Event description:
It was reported: "orif of femoral shaft was performed. The surgeon attempted to fix the nail by using the distal locking screw and the target device after nail insertion. After confirming the parallelism between the sleeve and the nail by checking the lateral image, the most distal lateral fixation was performed first, and then, performed drilling of the elliptical hole (static side). The sleeve was manually supported to prevent it from moving, as it was likely to slip backward during drilling. The drill was broken just before the tip of the drill reached through the bone. Once the broken drill tip was left, the next drill was opened and the operation was continued (two distal locking screws were inserted for fixation, proximal fixation, compression, proximal ml lateral fixation, distal ap fixation, end cap insertion. After that, the broken drill tip was pushed inward and removed through an incision of the inner thigh and the surgery was completed successfully at last.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "orif of femoral shaft was performed. The surgeon attempted to fix the nail by using the distal locking screw and the target device after nail insertion. After confirming the parallelism between the sleeve and the nail by checking the lateral image, the most distal lateral fixation was performed first, and then, performed drilling of the elliptical hole (static side). The sleeve was manually supported to prevent it from moving, as it was likely to slip backward during drilling. The drill was broken just before the tip of the drill reached through the bone. Once the broken drill tip was left, the next drill was opened and the operation was continued (two distal locking screws were inserted for fixation, proximal fixation, compression, proximal ml lateral fixation, distal ap fixation, end cap insertion. After that, the broken drill tip was pushed inward and removed through an incision of the inner thigh and the surgery was completed successfully at last.